Event description:
Material #:2426-0007 batch#:24085348 it was reported by customer that the leaking noted from IV tubing at the pump. Tubing sequestered. New abx dose requested. Verbatim: rcc received a complaint via email. Email(s) attached shortly after hanging meropenem dose, leaking noted from IV tubing at the pump. Tubing sequestered. New abx dose requested. Product number - 2426-0007 lot number - 24085348.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 24085348 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the pump segment was leaking, and returned one used sample of material 2426-0007, lot 24085348. Upon initial visual examination, the set had no defects or abnormalities. The set was then infused with water and the leak was verified, from a cut in the middle of tubing just below the pump segment. The manufacturing site could not verify the found the root cause for the tubing cut to be related to the manufacturing process. The root cause remains unknown for the issue, and we will continue to track and trend. A device history record review for material# 2426-0007 and lot# 24085348 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 26aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.